Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continued use of product could result in a pt's death.

Event description:
Device does not interrogate. Device exhibits a magnet behavior of 10 beats at 90 ppm. Device is sensing and pacing in both chambers. The pacing rate is 60 ppm.